Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called from the emergency room to report that the insulin pump malfunctioned in a very serious and critical way. The customer stated that her blood glucose levels dropped to 19 mg/dl. Prior to the event, the customer programmed a bolus of 7.7 units, and received a no delivery alarm. The customer thought that she didn't receive any of that insulin, and again programmed another bolus. The customer was very upset, and declined troubleshooting. The customer just wanted the insulin pump replaced, and stated that she would be filing a lawsuit. Advised the customer of the way the no delivery alarm works. Advised the customer that the insulin pump would be replaced. Nothing further was reported.